Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. The reported event of a significant bend in the controller's black power cable was unable to be confirmed. A review of the event log file contained data spanning approximately 7 days (B)(6) 2024 per timestamp). On (B)(6) 2024 from 1:30:54 ¿ 1:31:09 and (B)(6) 2024 from 2:41:33 ¿ 2:41:45, while switching from battery power to the mobile power unit (mpu), no external power alarms activated. The alarms were consistent with both power cables being simultaneously disconnected; however, according to the account, the patient denied disconnecting both power leads. The backup battery was able to provide power to the system during the events. The alarms resolved once external power was restored from the mpu. Pump operation was not affected. The heartmate 3 system controller (s/n: (B)(6) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported events was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power and power cable disconnect alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C, section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook, rev. D, section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. Heartmate 3 instructions for use, rev. D, section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, rev. C, section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had no external power alarms on (B)(6) 2024 at 1:30 am, (B)(6) 2024 at 2:41 am, and on (B)(6) 2024. The patient went to the clinic on (B)(6) 2024 for a routine follow-up where the no external power alarms were found on interrogation of the patient's system controller. An extensive/severe bend was found above the modular connection. It was noted that the patient had a significant bend in the controller cable with the black connector. A review of the log file confirmed the no external power alarms on (B)(6) 2024 at 1:30 am and (B)(6) 2024 at 2:41 am, occurred on battery power and appeared to be related to the patient switching from battery power to wall power. A controller exchange was performed during the clinic visit. The patient adamantly denied disconnecting both controller power leads at the same time when switching from battery to wall power.